Manufacturer narrative:
The reported device was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection of the returned unit noted kinked cable near the strain relief. Functional evaluation revealed that there was video loss when the cable is flexed. The complaint was confirmed and a root cause has been associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event, include an internally damaged cord from crushing or shear force induced on the cord inconsistent with normal use.

Event description:
It was reported that, during a knee arthroscopy, the device was not working properly. There was lost of visualization. A back-up device was used to complete the surgery. No significant delay or patient injury reported.